Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, lot number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia and bleeding could not be conclusively established through this evaluation. Additionally, review of the submitted log files revealed speed changes associated with pulsatility index (pi) events; however, no speed drops below the low speed limit were observed. A specific cause for the reported speed drops could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2023. Several pi events were captured throughout the file. Per design, these events will cause the pump speed to decrease to the low speed limit, and slowly ramp back up to the set speed point. No other notable alarms or events were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia and bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also outlines all pump parameters, including pump speed and pulsatility index (pi). Section 1 notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 revolutions per minute (rpm) above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. This IFU also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. It is also noted that the system monitor displays the pump speed in rpm. This value matches the actual speed within ±100 rpm under nominal conditions. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 6 of the IFU, (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The patient handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2023. The patient experienced chest pain and weakness and was admitted for ventricular tachycardia (vt) storm. An electrocardiogram (EKG) revealed vt and ventricular fibrillation (vf), and device interrogation showed 6 failed implantable cardioverter defibrillator (ICD) discharges for vt. The patient was intubated and cardioverted and started on an amiodarone drop at 1mg/min and ketamine. While admitted, the doctor noted that the patient had speed drops. Log file review showed some speed recordings below the set speed but they were associated with pulsatility index events which was normal. There were no speed drops lower than the low speed limit. The patient had a history of vt before their left ventricle assist device (lvad) was implanted, and the arrhythmia was not thought to be lvad related. The patient was noted to have had a recurrent episode of vf on (B)(6) 2023 with appropriate but ineffective ICD shocks. The patient was successfully extubated but remained on amiodarone infusion. It was also noted that the patient had a small hematoma with a pressure dressing in place on (B)(6) 2023. The patient no longer wished to have defibrillatory therapy and was in discussion with palliative care.